Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end channel/valve brush was used. According to the complainant, during cleaning bristles from the device detached and became lodged inside the scope (report #3005099803-2018-60218) reportedly, during the next procedure with the endoscope the bristles were seen inside the patient after irrigation was performed with the scope. The bristles were successfully retrieved from the patient and the procedure was completed with the same scope (report #3005099803-2018-60297). There was no serious injury nor adverse patient effects reported as a result of this event.